Manufacturer narrative:
Device evaluated by MFR.: synergy mr 2.50 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured, and the measurement was inside the maximum crimped stent profile specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break at the guidewire port. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that stent damage and crossing difficulties were encountered. The more than 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50 x 48 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the stent could not pass while negotiating the lesion and the stent was damaged in the process. The device was removed and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a break at the guidewire port.